Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, post implant of a 26 mm sapien 3 valve in the aortic position via planned cut down approach due to calcium the commander delivery system was removed and blood was observed around the sheath. There was no withdrawal difficulty. The vascular surgeon stitched the cut-down area closed. The patient received two units of blood. The esheath was inspected post removal and a thin piece of the sheath was observed to have sheared off the underside of the sheath in the expandable portion. There were no patient injuries reported. The patient was in stable condition post procedure. Per review of photo provided a liner strand was observed. Per medical opinion, the damage to the esheath was likely due to the patient's calcification.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site shows the esheath fully expanded with a liner strand from the distal tip pointing downwards. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for a liner strand was confirmed based on the imagery provided. Investigation of DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU training manual deficiencies were identified. As reported, the esheath was inspected post removal and a thin piece of the sheath was observed to have sheared off the underside of the sheath in the expandable portion. Per training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. The presence of calcification can damage the exposed portion of the sheath liner and weaken it. Additionally, calcification could create a challenging pathway and a sharp contact point during insertion of the sheath through the patients anatomy, leading to the tearing of the sheath liner resulting in a sheath shaft liner strand. As such, available information suggests that patient factors (calcification) may have contributed to the resistance. However, a definitive root cause is unable to be determined at this time. The complaint event was confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling IFU training inadequacies were identified. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.